Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys probnp g2 (probnp ii) assay on a cobas e411 immunoassay analyzer (rack system). Initial result: 10 pg/ml. The customer noticed that the initial result did not match the patient's previous result with a value of 1500 pg/ml. No questionable result was reported outside the laboratory and the sample was repeated on (B)(6) 2025. Repeat result: 1500 pg/ml.

Manufacturer narrative:
The probnp ii reagent lot number was 79975801 with an expiration date of 31-oct-2025. The investigation is ongoing.

Manufacturer narrative:
The service engineer checked the instrument and replaced the sample/reagent probe. The service actions (replacing the sample/reagent probe) resolved the issue. No further issues were reported afterward. The root cause was consistent with a component failure (sample/reagent probe-related issue).